Event description:
Stryker sustainability harmonic ace shears did not pass generator test. First message was to tighten handpiece as which time the handpiece was re-tightened. Second message was again to tighten handpiece as which time the handpiece was disassembled and reassembled. The third message indicated to replace the handpiece at which time a new device was utilized.